Event description:
It was reported by svc report that the brakes were not holding at the foot end because both of the brake pin guides were broken. No pt involvement or adverse consequences are ported.